Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's device. Missing electrocardiograms were noted for the recorded over-sensing episodes. Corrective programming changes were recommended, but were not yet made. No adverse patient consequences were reported.